Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the iris diaphragm as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0973(temperature rise)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Iris diaphragm failure.